Event description:
The customer reported that after a few hours of a lobectomy, the energy output from the device appeared to be decreasing because less steam was visible. This was noticed while on the pulmonary ligament. At this point, the jaws of the device were cleaned frequently. After 6 hours from the start of the procedure, the device was being used for mediastinal node dissection. At this time, no steam was visible and no seal could be completed even though an end tone, signifying a completed seal-cycle, was heard. The vessel had oozing under 200cc. Although this device was replaced with another, the situation was the same. The report on this device can be found on manufacturing report number 1717344-2009-00649. At the time of the original report, the patient was under observation.

Manufacturer narrative:
(B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.